Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), seizure like phenomena ("seizure like brain activity"), lyme disease ("lyme disease") and systemic inflammatory response syndrome ("cirs (interpreted as chronic inflammatory response syndrome)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude" in (B)(6) 2013. The patient's past medical history included fibromyalgia, depressive disorder, other disorders of intestine and yeast infection. Concurrent conditions included body mass index normal and numbness. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), pruritus ("itching"), pruritus genital ("genital itching"), lip swelling ("lip swelling"), vaginal discharge ("vaginal discharge"), irritability ("generalized irritation"), genital burning sensation ("genital burning"), loss of libido ("loss of libido"), tooth fracture ("cracked teeth"), gingival recession ("gum recession") and genital swelling ("genitals swelling"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lyme disease (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("worsening fatigue"), the first episode of pelvic congestion ("pelvic congestive syndrome"), constipation ("constipation/ gastrointestinal: chronic constipation"), depression ("severe depression"), anxiety ("severe anxiety"), the first episode of influenza like illness ("flu-like symptoms"), diarrhoea ("loose bowel"), nausea ("nausea"), abdominal distension ("bloating"), dyspepsia ("heart burn"), migraine ("migraines"), headache ("headaches"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), weight fluctuation ("weight fluctuations"), asthenia ("chronic weakness"), cervical cyst ("uterus, cervix with prominent mucinous cyst") and adenomyosis ("focal adenomyosis present"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), premenstrual syndrome ("premenstrual syndrome"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). In (B)(6) 2013, the patient experienced seizure like phenomena (seriousness criterion medically significant). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced rash ("skin rash/ skin rases") and blister ("blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), anal pruritus ("anal itching"), burning sensation ("burning"), endometriosis ("endometriosis"), malaise ("malaise"), dry skin ("rashes: dry skin"), fungal infection ("yeast infections"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("frequent utis"), the second episode of influenza like illness ("flu-like symptoms"), the second episode of pelvic congestion ("pelvic congestive syndrome"), erythema ("skin reddness"), urticaria ("skin welts"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, menorrhagia, back pain, dyspareunia, alopecia, rash, pruritus, blister, dysgeusia, pruritus genital, anal pruritus, burning sensation, lip swelling, vaginal discharge, fatigue, constipation, depression, anxiety, arthralgia and procedural pain had resolved and the seizure like phenomena, lyme disease, systemic inflammatory response syndrome, dysmenorrhoea, vaginal haemorrhage, diarrhoea, nausea, abdominal distension, dyspepsia, premenstrual syndrome, migraine, headache, irritability, abdominal pain, genital burning sensation, endometriosis, loss of libido, weight increased, weight fluctuation, tooth fracture, gingival recession, malaise, dry skin, fungal infection, bacterial vaginosis, urinary tract infection, asthenia, the last episode of influenza like illness, the last episode of pelvic congestion, cervical cyst, adenomyosis, dysfunctional uterine bleeding, menometrorrhagia, erythema, urticaria, genital swelling, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anal pruritus, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, blister, burning sensation, cervical cyst, constipation, cystitis, depression, diarrhoea, dry skin, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythema, fatigue, fungal infection, genital burning sensation, genital haemorrhage, genital swelling, gingival recession, headache, irritability, lip swelling, loss of libido, lyme disease, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, premenstrual syndrome, procedural pain, pruritus, pruritus genital, rash, seizure like phenomena, systemic inflammatory response syndrome, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of influenza like illness, the first episode of pelvic congestion, the second episode of influenza like illness and the second episode of pelvic congestion to be related to essure. The reporter commented: on (B)(6) 2016 she underwent a total hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: full occlusion of fallopian tubes. Current weight was 128 lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, fatigue, bloating, pelvic pain, nausea, anxiety , lyme disease, vaginal discharge and allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), seizure ("seizure like brain activity"), lyme disease ("lyme disease") and systemic inflammatory response syndrome ("cirs (interpreted as chronic inflammatory response syndrome)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude" in (B)(6) 2013. The patient's past medical history included fibromyalgia, depressive disorder, other disorders of intestine and yeast infection. Concurrent conditions included body mass index normal and numbness. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), pruritus ("itching"), pruritus genital ("genital itching"), lip swelling ("lip swelling"), vaginal discharge ("vaginal discharge"), irritability ("generalized irritation"), tooth fracture ("cracked teeth") and gingival recession ("gum recession"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("worsening fatigue"), constipation ("constipation/ gastrointestinal: chronic constipation"), depression ("severe depression"), anxiety ("severe anxiety"), diarrhoea ("loose bowel"), nausea ("nausea"), abdominal distension ("bloating"), dyspepsia ("heart burn"), migraine ("migraines"), headache ("headaches"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain") and weight fluctuation ("weight fluctuations"). In (B)(6) 2012, the patient experienced back pain ("severe lower back pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia) "), dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), "). In 2013, the patient experienced premenstrual syndrome ("premenstrual syndrome"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced rash ("skin rash/ skin rases") and blister ("blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), anal pruritus ("anal itching"), burning sensation ("burning"), the first episode of pelvic congestion ("pelvic congestive syndrome"), arthralgia ("severe joint pain/ joint pain"), the first episode of influenza like illness ("flu-like symptoms"), genital burning sensation ("genital burning"), endometriosis ("endometriosis"), loss of libido ("loss of libido"), malaise ("malaise"), dry skin ("rashes: dry skin"), fungal infection ("yeast infections"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("frequent utis"), asthenia ("chronic weakness"), the second episode of influenza like illness ("flu-like symptoms"), the second episode of pelvic congestion ("pelvic congestive syndrome"), ovarian cyst ("uterus, cervix with prominent mucinous cyst") and adenomyosis ("focal adenomyosis present"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, menorrhagia, back pain, dyspareunia, alopecia, rash, pruritus, blister, dysgeusia, pruritus genital, anal pruritus, burning sensation, lip swelling, vaginal discharge, fatigue, constipation, depression, anxiety, arthralgia and procedural pain had resolved and the seizure, lyme disease, systemic inflammatory response syndrome, dysmenorrhoea, vaginal haemorrhage, diarrhoea, nausea, abdominal distension, dyspepsia, premenstrual syndrome, migraine, headache, irritability, abdominal pain, genital burning sensation, endometriosis, loss of libido, weight increased, weight fluctuation, tooth fracture, gingival recession, malaise, dry skin, fungal infection, bacterial vaginosis, urinary tract infection, asthenia, the last episode of influenza like illness, the last episode of pelvic congestion, ovarian cyst and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anal pruritus, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, blister, burning sensation, constipation, depression, diarrhoea, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, fungal infection, genital burning sensation, genital haemorrhage, gingival recession, headache, irritability, lip swelling, loss of libido, lyme disease, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, premenstrual syndrome, procedural pain, pruritus, pruritus genital, rash, seizure, systemic inflammatory response syndrome, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of influenza like illness, the first episode of pelvic congestion, the second episode of influenza like illness and the second episode of pelvic congestion to be related to essure. The reporter commented: on (B)(6) 2016 she underwent a total hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes current weight was 128 lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, fatigue, bloating, pelvic pain, nausea, anxiety , lyme disease, vaginal discharge and allergy to nickel. Most recent follow-up information incorporated above includes: on 2-mar-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, concomitant drug were added. Suspect drug indication. Added events abnormal bleeding (vaginal), autoimmune disorder: lye (lyme disease) & cirs (interpreted as chronic inflammatory response syndrome), dental problems: cracked teeth, gum recession, hormonal changes: premenstrual syndrome, infections: frequent utis, bacterial vaginosis, yeast infections, migraines /headaches, nausea, neurological problems: seizure like brain activity, nickel allergy, rashes: dry skin, weight gain, malaise, gum recession, genital burning, chronic weakness, flu-like symptoms, pelvic congestive syndrome, endometriosis, loss of libido, focal adenomyosis present, uterus, cervix with prominent mucinous cyst, loose bowel, heart burn, bloating, severe abdominal pain, chronic pelvic pain, joint pain and failure to occlude. Updated events and onset date. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), seizure like phenomena ("seizure like brain activity"), lyme disease ("lyme disease") and systemic inflammatory response syndrome ("cirs (interpreted as chronic inflammatory response syndrome)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude" in (B)(6) 2013. The patient's past medical history included fibromyalgia, depressive disorder, other disorders of intestine and yeast infection. Concurrent conditions included body mass index normal and numbness. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), pruritus ("itching"), pruritus genital ("genital itching"), lip swelling ("lip swelling"), vaginal discharge ("vaginal discharge"), irritability ("generalized irritation"), genital burning sensation ("genital burning"), loss of libido ("loss of libido"), tooth fracture ("cracked teeth"), gingival recession ("gum recession") and genital swelling ("genitals swelling"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lyme disease (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("worsening fatigue"), the first episode of pelvic congestion ("pelvic congestive syndrome"), constipation ("constipation/ gastrointestinal: chronic constipation"), depression ("severe depression"), anxiety ("severe anxiety"), the first episode of influenza like illness ("flu-like symptoms"), diarrhoea ("loose bowel"), nausea ("nausea"), abdominal distension ("bloating"), dyspepsia ("heart burn"), migraine ("migraines"), headache ("headaches"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), weight fluctuation ("weight fluctuations"), asthenia ("chronic weakness"), cervical cyst ("uterus, cervix with prominent mucinous cyst") and adenomyosis ("focal adenomyosis present"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), premenstrual syndrome ("premenstrual syndrome"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). In (B)(6) 2013, the patient experienced seizure like phenomena (seriousness criterion medically significant). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced rash ("skin rash/ skin rases") and blister ("blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), anal pruritus ("anal itching"), burning sensation ("burning"), endometriosis ("endometriosis"), malaise ("malaise"), dry skin ("rashes: dry skin"), fungal infection ("yeast infections"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("frequent utis"), the second episode of influenza like illness ("flu-like symptoms"), the second episode of pelvic congestion ("pelvic congestive syndrome"), erythema ("skin reddness"), urticaria ("skin welts"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, menorrhagia, back pain, dyspareunia, alopecia, pruritus, blister, dysgeusia, pruritus genital, anal pruritus, burning sensation, lip swelling, vaginal discharge, fatigue, constipation, depression, anxiety, arthralgia, procedural pain and dysfunctional uterine bleeding had resolved, the seizure like phenomena, lyme disease, systemic inflammatory response syndrome, dysmenorrhoea, vaginal haemorrhage, premenstrual syndrome, migraine, headache, irritability, abdominal pain, genital burning sensation, endometriosis, loss of libido, weight increased, weight fluctuation, tooth fracture, gingival recession, malaise, fungal infection, bacterial vaginosis, urinary tract infection, the last episode of influenza like illness, the last episode of pelvic congestion, cervical cyst, adenomyosis, menometrorrhagia, cystitis and vaginal infection outcome was unknown, the rash, dry skin, erythema, urticaria and genital swelling was resolving and the diarrhoea, nausea, abdominal distension, dyspepsia and asthenia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anal pruritus, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, blister, burning sensation, cervical cyst, constipation, cystitis, depression, diarrhoea, dry skin, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythema, fatigue, fungal infection, genital burning sensation, genital haemorrhage, genital swelling, gingival recession, headache, irritability, lip swelling, loss of libido, lyme disease, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, premenstrual syndrome, procedural pain, pruritus, pruritus genital, rash, seizure like phenomena, systemic inflammatory response syndrome, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of influenza like illness, the first episode of pelvic congestion, the second episode of influenza like illness and the second episode of pelvic congestion to be related to essure. The reporter commented: on (B)(6) 2016 she underwent a total hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes current weight was 128 lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, fatigue, bloating, pelvic pain, nausea, anxiety , lyme disease, vaginal discharge and allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received: event outcome recovered / resolved added for dysfunctional uterine bleeding, event outcome recovering / resolving added for skin redness, skin welts, genitals swelling and rashes: dry skin, event outcome not recovered / not resolved added for chronic weakness, loose bowel nausea, bloating and heart burn. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), seizure like phenomena ("seizure like brain activity"), lyme disease ("lyme disease") and systemic inflammatory response syndrome ("cirs (interpreted as chronic inflammatory response syndrome)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude" in (B)(6) 2013. The patient's past medical history included fibromyalgia, depressive disorder, other disorders of intestine and yeast infection. Concurrent conditions included body mass index normal and numbness. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), pruritus ("itching"), pruritus genital ("genital itching"), lip swelling ("lip swelling"), vaginal discharge ("vaginal discharge"), irritability ("generalized irritation"), genital burning sensation ("genital burning"), loss of libido ("loss of libido"), tooth fracture ("cracked teeth"), gingival recession ("gum recession") and genital swelling ("genitals swelling"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lyme disease (seriousness criterion medically significant), systemic inflammatory response syndrome (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("worsening fatigue"), the first episode of pelvic congestion ("pelvic congestive syndrome"), constipation ("constipation/ gastrointestinal: chronic constipation"), depression ("severe depression"), anxiety ("severe anxiety"), the first episode of influenza like illness ("flu-like symptoms"), diarrhoea ("loose bowel"), nausea ("nausea"), abdominal distension ("bloating"), dyspepsia ("heart burn"), migraine ("migraines"), headache ("headaches"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain"), weight fluctuation ("weight fluctuations"), asthenia ("chronic weakness"), cervical cyst ("uterus, cervix with prominent mucinous cyst") and adenomyosis ("focal adenomyosis present"). In (B)(6) 2012, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/ joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), premenstrual syndrome ("premenstrual syndrome"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). In (B)(6) 2013, the patient experienced seizure like phenomena (seriousness criterion medically significant). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced rash ("skin rash/ skin rases") and blister ("blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), anal pruritus ("anal itching"), burning sensation ("burning"), endometriosis ("endometriosis"), malaise ("malaise"), dry skin ("rashes: dry skin"), fungal infection ("yeast infections"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("frequent utis"), the second episode of influenza like illness ("flu-like symptoms"), the second episode of pelvic congestion ("pelvic congestive syndrome"), erythema ("skin reddness"), urticaria ("skin welts"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, menorrhagia, back pain, dyspareunia, alopecia, rash, pruritus, blister, dysgeusia, pruritus genital, anal pruritus, burning sensation, lip swelling, vaginal discharge, fatigue, constipation, depression, anxiety, arthralgia and procedural pain had resolved and the seizure like phenomena, lyme disease, systemic inflammatory response syndrome, dysmenorrhoea, vaginal haemorrhage, diarrhoea, nausea, abdominal distension, dyspepsia, premenstrual syndrome, migraine, headache, irritability, abdominal pain, genital burning sensation, endometriosis, loss of libido, weight increased, weight fluctuation, tooth fracture, gingival recession, malaise, dry skin, fungal infection, bacterial vaginosis, urinary tract infection, asthenia, the last episode of influenza like illness, the last episode of pelvic congestion, cervical cyst, adenomyosis, dysfunctional uterine bleeding, menometrorrhagia, erythema, urticaria, genital swelling, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anal pruritus, anxiety, arthralgia, asthenia, back pain, bacterial vaginosis, blister, burning sensation, cervical cyst, constipation, cystitis, depression, diarrhoea, dry skin, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythema, fatigue, fungal infection, genital burning sensation, genital haemorrhage, genital swelling, gingival recession, headache, irritability, lip swelling, loss of libido, lyme disease, malaise, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, premenstrual syndrome, procedural pain, pruritus, pruritus genital, rash, seizure like phenomena, systemic inflammatory response syndrome, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of influenza like illness, the first episode of pelvic congestion, the second episode of influenza like illness and the second episode of pelvic congestion to be related to essure. The reporter commented: on (B)(6) 2016 she underwent a total hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes current weight was 128 lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: back pain, fatigue, bloating, pelvic pain, nausea, anxiety , lyme disease, vaginal discharge and allergy to nickel. Most recent follow-up information incorporated above includes: on (B)(6) 2018:pfs received. Events: dysfunctional uterine bleeding, menometrorrhagia, genitals swelling, skin welts, skin redness, bladder infection, and vaginal infections were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("abnormal menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe lower back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), rash ("skin rash"), pruritus ("itching"), blister ("blisters"), dysgeusia ("metal taste in mouth"), pruritus genital ("genital itching"), anal pruritus ("anal itching"), burning sensation ("burning"), lip swelling ("lip swelling"), vaginal discharge ("vaginal discharge"), fatigue ("worsening fatigue"), pelvic congestion ("pelvic congestive syndrome"), constipation ("constipation"), depression ("severe depression"), anxiety ("severe anxiety"), arthralgia ("severe joint pain") and influenza like illness ("flu-like symptoms"). The patient was treated with surgery (on (B)(6) 2014 she underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, menorrhagia, back pain, dyspareunia, alopecia, rash, pruritus, blister, dysgeusia, pruritus genital, anal pruritus, burning sensation, lip swelling, vaginal discharge, fatigue, pelvic congestion, constipation, depression, anxiety, arthralgia, influenza like illness and procedural pain had resolved. The reporter considered allergy to metals, alopecia, anal pruritus, anxiety, arthralgia, back pain, blister, burning sensation, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, influenza like illness, lip swelling, menorrhagia, pelvic congestion, pelvic pain, procedural pain, pruritus, pruritus genital, rash and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2016 she underwent a total hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.